Manufacturer narrative:
The involved gamma xl had been assessed in another complaint. It was found that the device being used off network caused the reported problem with the date and time. The problem with date and time was assessed being not relevant for the reported case. Live patient monitoring including alarms are not affected by incorrect time. The logfiles of the gas analyzer scio have been saved on-site and no technical problems were found. Only a slight inaccuracy of the oxygen measurement was found, the o2 cellule detected 19% o2 instead of 21% which is still in the range of the certified accuracy of ±3 vol% as described in the instructions for use. Neither ventilation nor gas delivery will be affected since the readings are not used for control purpose. The scio logfile was sent to the responsible dräger engineer for analysis. It could be concluded that the scio was able to measure o2 even with the reduced accuracy as documented. The scio logfile does neither log alarms nor measured data, so these values could not be used to evaluate the case in question. The involved fabius plus as well was tested on-site by the service technician. Since it was one week after the reported event, it was not possible to save the logfiles, only technical errors. It is possible that the alarm log is already deleted because the alarm log will be deleted after the anesthesia device is switched off. It was found that on the date of event around 05:30pm, approx. 20 minutes prior the time of event, the code m006 (paw very neg) was found. On april, 27th 2018, the auto test and leakage test were performed and passed without any problems. The dräger service technician tested the fabius plus on-site and no problems were found. The responsible dräger engineer used the available information for the investigation of the case in question. The m006 code is logged when the airway pressure is very negative (less than -10mbar). Possible root causes are related to external bronchial suction system, patient activity, issues with the paw sensor or with the processor board. As a precaution, the piston pressure controller stops the ventilator temporarily and ¿ventilator fail¿ alarm is generated accordingly. As additional information it was reported, that the patient had an asystole caused by cardiac arrest. However, the involved fabius anesthesia device and scio gas analyzer are not able to measure or display an electrocardiogram. Additionally, it was reported that the patient moved on his own caused by medical underdosage as ¿complementary induction¿ was needed. Since no device malfunction was reported, it is imaginable and plausible that during the induction phase, the moving phase (patient activity meaning inhalation) caused the m006 entries followed by asystole around 05:50 pm.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during the induction phase, the patient moved. After moving phase, the patient had asystole. The patient died some time later.